Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hyperglycemia of 22.9 mmol/l. The customer reported that she treated the high blood glucose with insulin pump. The customer reported that her blood glucose was high because she had a big dinner. Troubleshooting was not performed at the time of call because the customer declined to troubleshoot at the time of call.